Event description:
The physician attempted to use a reperfusion catheter 032 and found it had a hole in it. Another was used successfully.

Manufacturer narrative:
Device is available, but has not yet been returned from the hospital. MDR reportability will be determined after device analysis.